Event description:
Tip of cautery split from the device. Product had patient contact but no patient harm. A new product had to be opened to complete the procedure. Manufacturer response for maryland ligasure, (brand not provided) (per site reporter): manufacturer to send a return kit.